Event description:
An 18fr 10ml coude foley catheter balloon would not inflate during placement. Pa (physician assistant) attempted placement of another of the same 18fr coude foley and the balloon only inflated halfway and would not deflate for removal. Pa then had to cut the catheter with scissors to allow the balloon to deflate for removal. A new 16fr foley catheter was then placed without difficulty. Ref report: mw5159745.